Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, a cartridge leaked. Customer's blood glucose ranged from 100-200s mg/dl range. A cartridge change was performed resolving both issues.